Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) which has been implanted less than one month, has an out-of range shocking impedance. The daily lead impedance tests have been steadily increasing since implant at which time it was 60 ohms.